Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. A 190cm ht bmw universal ii guidewire (gw) was attempted to be placed inside a non-abbott guiding catheter; however, the gw was noted to become stuck and could not be removed from the guiding catheter. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned guide wire. A functional analysis could not be performed due to the bends in the shaping ribbon and kink in the proximal core. Therefore, the difficulty to remove could not be confirmed. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty removing the guide wire from a guiding catheter include, but not limited to, inner diameter of the catheter, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. The observed damages to the guide wire were likely the result of the reported difficulty. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.